Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 49 mg/dl (inform meter) and 19 mg/dl (lab) no actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The lay user/patient contacted lifescan alleging the meter read inaccurately low, however the results were not specified. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.